Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 52cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the df4 connector pin was not returned. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis showed multiple signs of wear along the lead fragment. In particular between 9.5cm and 7cm proximal to the lead tip the insulation was found abraded through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of the abrasion mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant ingrowth of the lead which may have affected the leads motion should be taken into consideration. Diagnostic images clarifying this assumption, were not available. Furthermore, in the above mentioned region the conductor cable leading to the rv shock coil was found exposed outside the lead body. This damage most likely occurred due to severe tensile forces applied during the extraction procedure. Damages such as a deformed rv shock coil and a bent lead body 10.5cm proximal to the lead tip probably occurred during the surgery due to applied mechanical forces. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 57 months, oversensing on the ventricular channel was reported. The lead was explanted.